Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 51 mg/dl. Current blood glucose reported at the time of call was 130 mg/dl. Customer was treated with treated with food. Customer stated that they had been experiencing unexpected low blood glucose level form last 1 hour. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.